Event description:
Customer called to report that the insulin pump has been constantly beeping and the display screen is flickering. Customer's blood glucose levels were not included in the report. It is not possible to clear the alarm and troubleshoot. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.